Manufacturer narrative:
A complete and thorough test and evaluation was conducted of this. Could not duplicate reported problem of too much n2o flow. Unit meets factory specifications.

Event description:
Dr. Believes sedation levels are higher than unit shows. This unit was previously repaired and returned but dr. Complained that unit is making patients sick.